Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis found that the device failed functional testing for sensitivity. The test was re-ran and passed. The interconnect flex component had intermittent failure. It was also noted that the lower case was broken and contaminated. (B)(4).